Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.3. Hardware: iphone17.2. Cgm sensor type: g7.

Event description:
It was reported that the patient had received treatment with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to less than 30 mg/dl while wearing the pod between 24 and 36 hours. The patient reports when they had woken up in the morning they had 4 juices, gummies and a sandwich. Symptoms reported include shaking, sweating and loss of consciousness. Once the paramedics had arrived the patient was treated with intravenous dextrose and a sandwich. The paramedics were with the patient for 2 hours. The patient did not go to the hospital.